Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: requested, not provided due to hospital policy.a6: race: requested, not provided due to hospital policy.d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager.one (1) 6 fr glidesheath slender devices was returned to terumo medical corporation. The returned sample includes needle, dilator, sheath, and packaging. The device was subjected to visual and functional analysis. The device was returned opened. No abnormalities nor defects were noted on the returned components. The guidewire was not provided in the device components.the angiocatheter inner diameter is 0.02".the dilator inner diameter is 0.022".the angiocatheter and dilator are within their design specifications.the guidewire sample was not returned for investigation; however, there is a known issue with this lot number of glidesheath slender devices concerning the incorrect size guidewire provided in the packaging. This issue has been confirmed in investigations with returned samples from the same lot. Therefore, the complaint will be confirmed for a packaging issue based on the investigations of similar samples. The root cause is the incorrect guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.res (B)(4) has been provided as the z# has not been assigned at this time.

Event description:
Terumo medical received the following information: it was reported that the wire would not pass through the needle into the canulate. The wire was able to pass through the sheath/dilator however, was unable to use the needle as normal.